Event description:
It was reported the patient had a change in pain coverage, and the patient felt more stimulation sensation in the abdomen than in the lumbosacral area. Reprogramming was attempted, but the results were not successful. An x-ray was performed and the results revealed both leads had migrated. The epidural lead slipped to t9-10 and the subcutaneous lead pulled almost completely out of the pocket. Both leads were explanted and replaced, and the patient recovered without sequela. The reporter noted the event was related to the device or therapy and possibly related to the implant procedure. The event severity was reported as "mild."

Manufacturer narrative:
Concomitant medical products: lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2011, lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011, recharger model 37752 serial# (B)(4), programmer model 37743 serial# (B)(4).